Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2014), the lay user/patient¿s products have been returned, and were evaluated on 09/30/2014 by lifescan product analysis with the following findings: the test strips were tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 2 strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.